Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The luer portion of syringe is warped and melted.

Manufacturer narrative:
The device history record (DHR) for the reported lot number 724106 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples are visually inspected for damage and deformation. Maintenance records (both corrective and preventive) and calibration records were reviewed and for machine ram 2. No maintenance records were created relating to the reported condition were observed. All scheduled maintenance and calibration activities were completed on time. There was no related process or material changes related to the reported condition for this product. Additionally, process monitoring data was reviewed and no equipment issues related to the reported condition were observed. A review of the machine setup was conducted and did not identify any issues. The equipment was reviewed for issues that could have contributed to the reported condition, but no such issues were observed during the review. One (1) open and unused sample returned for evaluation. The syringe barrel was visually inspected for damage in the luer lock tip and luer lock surroundings/portion. The outside of the luer lock was observed as damaged. The reported condition is confirmed. The exact root cause could not be determined based on available information. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. There¿s no indication of a systemic issue with the product or process. Based on the available information there¿s insufficient evidence available to determine a most probable root cause for this investigation. The reported customer complaint is confirmed. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.